Event description:
Patient underwent a cardiac catheterization. The catheter went well until md, medical doctor, was unable to remove the perclose device. Tried to change wire over the device, the device would not lock. Attempted to push or rotate device nothing worked. Vascular surgery was consulted and the patient taken to the or, operating room. There appeared to be tissue blocking the foot of the device. Once the tissue was removed, the device functioned. The device was removed in the or and the artery repaired with a bovine pericardial patch. Post-operatively the patient did well and was discharged home. A post operative exam noted the groin wound is healing nicely without evidence of erythema or infection. There is a +2 femoral pulse.